Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. As received, the rear r2 therapy electrode was missing. The cause of the inability to complete testing is the missing therapy electrode. The root cause of the missing therapy electrode is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.